Manufacturer narrative:
On (B)(6) 2015: the customer called and reported that they had been released from the hospital. The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels in the 400's mg/dl. Prior to being hospitalized, the customer performed a correction bolus using the pump, however bgs were not responding. While hospitalized, the customer was treated via insulin drip. The customer was advised by labeling, as their current infusion site/set had been in for 3 days, instead of 2 days as recommended for use with humalog.